Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. A review of the event history log showed evidence of the reported "no disposable" messages after the disposable was attached. The error messages were not replicated during functional testing however. No fault was found with the device. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced as preventative measure.

Manufacturer narrative:
Other text: evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. A review of the event history log showed evidence of the reported "no disposable" messages after the disposable was attached. The error messages were not replicated during functional testing however. No fault was found with the device. The problem source of the reported product problem was unknown. A root cause was not established. The downstream sensor was replaced as preventative measure.

Event description:
Information was received indicating that a smiths medical pump had no alarm during cassette removal. There was no patient present. Issue occurred during testing. There were reported adverse events.